Event description:
It was reported that the patient presented for in-clinic follow -up with the implantable cardiac monitor unresponsive to radiofrequency (rf) telemetry. I was unclear if the appropriate programmer or software was used for communication attempts. Rf telemetry was restored via programming. There were no patient consequences.

Manufacturer narrative:
Correction: h6 - health effect - impact code.